Event description:
Found a product claiming to be similar to plough-schering's former "cushion grip" which has been discontinued for unk reason. Name of this product is comfort lining thermal plastic denture adhesive. Product claims to be FDA approved and/or FDA certified on various web sites and forums. FDA info for product/MFR/distributor cannot be found in searching FDA database(s). Claims made by product MFR/distributor seem to be false and many consumers experiencing a variety of issues failure of performance. Ingredients of product remain unk.